Manufacturer narrative:
(B)(4). Medical products: biomet cc cruciate tray catalog # 141234 lot # j3851571; vngd ps+ tib brg 14x71/75mm catalog # 183744 lot # 587560; series a asymmetric pat 34x8.5 catalog # 184793 lot # 614580; palacos rg 1x40 single catalog # 00111314001 lot # 83304476. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-03989. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to aseptic loosening. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon reassessment of the reported event, it was determined that the femoral prosthesis was not removed during the revision procedure. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the femoral prosthesis was not removed during the revision procedure. The initial report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 correction: h4. D4 - UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.